Event description:
It was reported, the pump was floating in the pocket. The unit itself was ¿not sewn down.¿ it may have needed a revision.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).